Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the right ventricular (rv) lead "appears to be sensing fast atrial activity" and not sensing during ventricular fibrillation (vf) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was only oversensing the patient's atrial tachycardia. The lead was reprogrammed and remains in use.